Event description:
The initial reporter complained of a questionable positive result for 1 patient sample tested for elecsys hiv duo (hiv duo) on a cobas e 801 analytical unit compared to the abbott method. Note: only the sub results from the assay were provided. The main result was not provided. The hiv duo assay has embedded applications: hiv antigen (hivag) and anti-hiv (ahiv). The hivag initial result was 0.158 coi. The repeat result was 0.144 coi. The initial ahiv result was 2.91 coi. The repeat result was 2.88 coi. These results were interpreted as positive. The results were accompanied by a sample o alarm. The type of alarm received indicates the results are not valid and should not be used. The sample o alarm indicates a potential deviation due to sample carryover. The hiv result from the abbott method was 0.52 s/co (negative). The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The 801 analyzer serial number was (B)(6).

Manufacturer narrative:
For the original patient sample, the hiv duo result was 2.91 coi (positive). An additional hiv duo result was provided for a sample tested on (B)(6) 2025: 2.99 coi (positive). Additional hiv duo results were provided from a sample tested on (B)(6) 2025: 10.6 coi (positive) and 10.6 coi (positive). For the additional results, it is not clear if these are additional samples from the original patient or additional samples from additional patients. Clarification related to this data has been requested, but has not been provided.

Manufacturer narrative:
Section a3 was updated. Section b7 was updated. Clarification was received that the additional hiv duo result provided for a sample tested on 21-oct-2025 was for the original patient (patient 1): 2.99 coi (positive). Clarification was received that the additional hiv duo results from a sample tested on 22-oct-2025 were from a 2nd patient (patient 2): 10.6 coi (positive) and 10.6 coi (positive). Calibration and qc were acceptable. Product labeling states: "repeatedly reactive samples must be confirmed according to cdc recommended confirmatory algorithms." And "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The elecsys hiv duo assay performs within specification.